Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 25, 2019 that a lighttrail 230um reusable laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the upper calyx performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga 3022 laser console. According to the complainant, during the procedure, the connector of the laser fiber was burnt. Reportedly, there was no injury or burn to the physician. The procedure was completed with another lighttrail 230um reusable laser fiber. There was no serious injury nor adverse patient effects as a result of this event.